Event description:
The reporter stated that the surgeon implanted an -25.0 diopter, aq2010v 3 piece silicone lens. The lens trailing haptic tore during insertion into the eye. The lens was removed in pieces without enlarging the incision. No patient injury. The reporter stated that the injector was the cause of the trailing haptic tearing.